Event description:
It was reported by repair work order that the water was contacting the electronics. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was replaced due to damage.